Manufacturer narrative:
Product event summary: analysis could not confirm the programmer crashing, it passed incoming functional testing. One system error was found in the logs. It was confirmed that the power cord bay was broken.

Event description:
It was reported that the programmer crashed, and the back door needed to be fixed. The programmer has been sent for service. The radiofrequency originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.